Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that asymptomatic patient presented for normal implant surgery in operating room. The leads were tested post implant and all values were normal. The patient was stable during and after surgery. During a pre-discharge check the next day, there was capture issues and loss of atrial sensing exhibited on the right atrial lead. X-ray imaging confirmed lead dislodgement and clinician decided to perform lead revision surgery. The atrial lead was explanted and replaced. All electrical values tested normal on both leads. The patient was stable during and after procedure and was discharged the following day.